Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. During inspection of the m2000sp liquid waste sensor, the abbott molecular global service and support engineer found that the sensor housing was deformed and there was a crack in the sensor optical window. The liquid waste sensor was replaced according to instrument service advisory (isa) (B)(4).

Manufacturer narrative:
Abbott molecular has taken a field action ((B)(4)) to address this issue.

Manufacturer narrative:
On (B)(4), 2012, through an internal audit investigation it was discovered that the date included in the original MDR report was incorrect. (B)(4).